Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the component at the manufacturer's quality assurance laboratory, the root cause of the oxygen blending module board failing was due to u28 and u29 flow sensor drift.